Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent an implantable pulse generator (ipg) revision due to frequent charging. The scs system was implanted to treat testicular pain. No additional adverse patient effects were reported. The patient was reported to be doing well postoperatively. The explanted ipg was disposed of by facility and will not be returned to boston scientific for analysis.